Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. Two pieces reported and review of the customer supplied photo shows approximately 5 mm white piece of debris that appears connected at one end and splits in two at opposite end. Follow up with the reporter identified 'looks like a white string inside pouch.' No string is used with the reported product. No product returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as packaging process problem. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
Additional information was received which confirms that the product is packaged with a quantity of two screws. Therefore, only one medwatch is necessary to report the reported malfunction. This report was submitted in error and should be voided.

Manufacturer narrative:
Additional information was received which confirms that the product is packaged with a quantity of two screws. Therefore, only one medwatch is necessary to report the reported malfunction. This report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). G2 - report source, foreign, japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection at the distributorship, it was found that the device had foreign debris within the sterile packaging. There was no patient involvement.